Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a failed storage space error. The user attempted to recover the failed drawer, but it continued to show required maintenance error. The user rebooted the device and also performed a full power cycle by unplugging the power cord for 2-5 minutes and reconnecting it. However, the issue persisted, and the drawer recovery continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a failed storage space. The user recovered the failed drawer, but it still indicated that maintenance was required. The field service engineer (fse) found that drawer 1.2 would not detect drawers. Unplugging the station and rebooting did not resolve the issue. The fse replaced the retractor band due to the orange communication indicator being off. All functions returned to normal. The drawer was tested several times in the user application, and all functions were found to be normal. The system functioned as intended after field service engineer repaired the device.